Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed de novo lesion was located in the moderately tortuous and severely calcified middle left anterior descending (lad) artery. The left anterior descending artery was predilated with a 30mmx2.00mm apex balloon. The physician inflated the balloon to 10atms and it burst on the first inflation. The procedure was completed with a different balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).